Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. During preparation, it was noticed that it was not possible to install the ligator onto the scope as it would not fit and would not work properly. The steps were performed again, and it was managed to install onto the scope; however, during the procedure, the bands would not deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.